Event description:
Stent-graft covered the left internal iliac artery: after the main body was deployed, the treatment length of the left side was measured. Based on the measurement, at-1513140 was selected. The physician had planned to implant the stent-graft not to cover the left internal iliac artery, but final angiography revealed the stent-graft covered the left internal iliac artery. To prevent occlusion of lower limb arteries, a bare stent (protégé [?]10mm x 4cm, medtronic) was implanted in the peripheral direction from the stent-graft to the left external iliac artery, and the procedure was completed. Operation type: evar (tc#bm (B)(4)). Update: on (B)(6) 2021, the patient experienced an endoleak (type IV): after evar was performed as usual, the final angiography confirmed a type IV endleak from the contralateral leg. Act was 328. Operation type: evar (tc#bm(B)(4)). The update was provided on 20-oct-2021. Patient outcome - "no health damage. The patient is currently being observed. Update: no health damage. The patient is currently being observed. The update was provided on 20-oct-2021."

Event description:
Stent-graft covered the left internal iliac artery: after the main body was deployed, the treatment length of the left side was measured. Based on the measurement, at-1513140 was selected. The physician had planned to implant the stent-graft not to cover the left internal iliac artery, but final angiography revealed the stent-graft covered the left internal iliac artery. To prevent occlusion of lower limb arteries, a bare stent (protégé [?]10mm x 4cm, medtronic) was implanted in the peripheral direction from the stent-graft to the left external iliac artery, and the procedure was completed. Operation type: evar (tc#bm 211001579) update: on (B)(6) 2021, the patient experienced an endoleak (type IV): after evar was performed as usual, the final angiography confirmed a type IV endleak from the contralateral leg. Act was 328. Operation type: evar (tc#bm211001650) the update was provided on 20-oct-2021. Patient outcome - "no health damage. The patient is currently being observed. Update: no health damage. The patient is currently being observed. The update was provided on 20-oct-2021."

Manufacturer narrative:
Section b4 date corrected from 03/29/2021 to 03/29/2022.

Event description:
Stent-graft covered the left internal iliac artery: after the main body was deployed, the treatment length of the left side was measured. Based on the measurement, at-1513140 was selected. The physician had planned to implant the stent-graft not to cover the left internal iliac artery, but final angiography revealed the stent-graft covered the left internal iliac artery. To prevent occlusion of lower limb arteries, a bare stent (protégé [?]10mm x 4cm, medtronic) was implanted in the peripheral direction from the stent-graft to the left external iliac artery, and the procedure was completed. Operation type: evar ((B)(4)). Update: on (B)(6) 2021, the patient experienced an endoleak (type IV): after evar was performed as usual, the final angiography confirmed a type IV endleak from the contralateral leg. Act was 328. Operation type: evar ((B)(4)) the update was provided on 20-oct-2021. Patient outcome - "no health damage. The patient is currently being observed. Update: no health damage. The patient is currently being observed. The update was provided on 20-oct-2021."